Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
"It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 18.9 mmol/l (340.2 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include high blood glucose levels. The patient reported pod adhesive issues while wearing the pod on the arm. The patient was admitted to the hospital and was treated with insulin, potassium and sulfite. The patient was released the following day. The pod was worn during hospitalization and a new pod was applied once the patient was discharged.